Manufacturer narrative:
(B)(4). Concomitant products: steerable guide catheter, clip delivery system, lift, stabilizer, support plate. The mitraclip remains in the patient. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. Additionally, review of the device history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint handling database found no other incidents for single leaflet device attachment from the reported lot. The user also reported no issue while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the incomplete coaptation may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that there were no difficulties with visualization and that the single leaflet device attachment (slda) of the first clip was noted before the second cds was inserted, therefore confirming that there was no interaction between the two clips that may have caused the slda of the initial implanted clip from the posterior leaflet. It was further stated that the grasp was verified multiple times, and the leaflet assessment confirmed a good leaflet insertion of the clip before it was deployed. Additionally, there was no challenging patient anatomy or procedural conditions reported. Therefore, based on the information reviewed, a definitive cause for the reported slda cannot be determined. There is no evidence of a quality deficiency associated with this device.

Event description:
This mitraclip (1030465513) report is being filed for the single leaflet device attachment which required an additional clip. This is intervention to avoid serious injury. It was reported that it was known that this patient with degenerative mitral regurgitation (mr) would require two mitraclips. There was no evidence of leaflet flail, no leaflet restriction, no abnormally thin or fragile leaflets, no evidence of thickened leaflets, no calcium on leaflets, no chordal rupture or pathology, and no myxomatous disease. The first clip (1030465513) grasped the leaflets and good leaflet insertion was verified. The grasp was verified multiple times and everything looked great. There were no difficulties visualizing the clip during the procedure, no issues while performing leaflet assessment, no difficulty encountered with clip implantation. The clip was deployed and the mr was reduced from 4 to 3. It was thought that there was great leaflet insertion. Before the second clip delivery system was inserted, it was already noticed angiographically that the position of the first clip had changed. When placing the 2nd clip (1035422502) lateral to the first clip, it was seen that the first clip had come out of the posterior leaflet and mr was back at 4. A third clip (1035422501) was placed medial to the first clip and the mr was reduced to 1+. There was no additional information provided.